Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to flattened and creased buttons dome switch. However, the insulin pump powered up properly after battery installation. No blank display noted. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21 alarm due to unresponsive button. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display and alarms unexpected restart. Customer also indicated that the numbers are ramping. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to call back if any further issues. No further details given.